Event description:
According to the reporter, the video recording only contained 8 hours and 12 minutes of valid data. There was no harm to the patient or user during the procedure and the malfunction occurred after the capsule was placed. The patient will require a second procedure.

Manufacturer narrative:
Investigation summary: the following investigation is based on accuview graph, risk assessment and IFU. Total duration of study was 08:12 hours instead of 24, 48 or 96 hours. Bravo capsule signal is normal but the study cuts off. This issue can be caused by the following reasons. Recorder malfunction- due to failure in the internal components inside the recorder, the ability to pick up bravo capsule signal damage. Capsule failure- due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged. Bravo recorder was shut down. Because information sent from the customer only includes accuview graph, the conclusion of the investigation cannon be determined. A root cause of the failure was not found. The final conclusion of the investigation is that the failed study occurred due to suspected capsule/recorder failure. If information is provided in the future, a supplemental report will be issued.